Event description:
It was reported via the head of the material administration department, that it was noticed during a surgery procedure that the insulation started peeling away from the probes.

Event description:
It was reported that while implanting a lead, one third of the guidewire broke off, remaining in the patient. The physician attempted to retrieve the guidewire with a snare, but was unsuccessful. The patient was in stable condition.

Manufacturer narrative:
Na